Event description:
It was reported that the insulin pump had a compromised force sensor system error. Customer's blood glucose level was 18.1 mmol/l. Customer took novorapid insulin treatment per injection. Customer stated that the drive support cap was protruded. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to verify prime alarms due to motor error alarms. Insulin pump received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.